Event description:
The customer reports while preparing an evis exera ii duodenovideoscope for use, it was found to be leaking from the connecting tube unit. There is no patient impact associated with this occurrence. Upon inspection of the returned device, olympus found foreign matter at the backside of the forceps elevator and all around the lever arm indicating insufficient reprocessing.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Upon inspection of the returned device, olympus found foreign matter at the backside of the forceps elevator and all around the lever arm indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device history records (DHR) review, additional findings for the device evaluation, and a correction. New information added to the following fields: e1, e2, e3, h6, h7, h9, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device evaluation found scratches on the universal cord, the universal cord protector, and the image guide protector. It was noted the insertion section was perforated and had a leak, and the connecting tube had a cut. Due to wear of the angle wires, angulation range was found to be insufficient in the down/left/right directions. In addition, the light guide bundle had breakage, and the electrical continuity and insulation of the distal end could not be inspected. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined moisture may have invaded the device and caused corrosion due to the device leaking. The corrosion may have remained as foreign material. In addition, delayed reprocessing, the storage environment, substance from used chemicals, and others were likely probably causes of the failure. The instructions for use (IFU) states the following about an infection-control risk caused by an insufficient reprocess device: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿the IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning: brush the forceps elevator". ¿moreover, the IFU (operation manual) says to check foreign material at forceps elevator during inspection prior to use in ¿inspection of the endoscope¿. The suggested event was detectable. ¿additionally, the IFU specifies about reprocessing before returning device for repair in ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ correction and preventative action (CAPA) investigation has been opened to further investigate this issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.